Event description:
Pt was scheduled for "ptt" probe insertion. 1st probe inserted at 1400. 1800 pt returns to endoscopy due to broken wires on insertion point of probe. 2nd probe inserted. 2200 probe malfunction, returned to lab 3rd ph probe inserted.